Manufacturer narrative:
Devices used in the procedure included: 0.022" progreat microcatheter, a micrusphere 18 ((B)(4)) and three deltamaxx coils (dmx181445-20/c22863, dmx181242-20/c10241, dmx 181650-20/c25127). (B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50023, 2954740-2014-50024, 2954740-2014-50025, 2954740-2014-50026.

Event description:
During embolization of a pulmonary avm via a .022" progreat microcatheter, a micrusphere 18 ((B)(4)) and three deltamaxx coils (dmx181445-20/c22863, dmx181242-20/c10241, dmx 181650-20/c25127), were inserted without resistance, and as the coils were leaving the microcatheter about 4-5mm from the distal tip, they could no longer be pushed forward and could be retracted either, and the coils became stretched. There was no patient injury and no additional medical intervention or medication was required as a result of the event. The procedure was prolonged due to removal of the microcatheter on multiple occasions and due to excessive vessel tortuosity during vessel re-access.

Manufacturer narrative:
During embolization of a pulmonary avm via a .022" progreat microcatheter, a micrusphere 18 (csp181200-30/c10411) and three deltamaxx coils (dmx181445-20/c22863,dmx181242-20/c10241, dmx 181650-20/c25127), were inserted without resistance, and as the coils were leaving the microcatheter about 4-5mm from the distal tip, they could no longer be pushed forward and could be retracted either, and the coils became stretched. There was no patient injury and no additional medical intervention or medication was required as a result of the event. The procedure was prolonged due to removal of the microcatheter on multiple occasions and due to excessive vessel tortuosity during vessel re-access. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of resistance within the microcatheter and coil stretching could not be confirmed for this device since the device was not returned for analysis. Based on the analysis of the devices that were return and analyzed, there were procedural/handling factors that may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50023, 2954740-2014-50024, 2954740-2014-50025, 2954740-2014-50026.